Manufacturer narrative:
Visual evaluation of the returned device found the original pouch sealed with foreign matter. All components are present and in good condition. There was a small piece of foreign matter inside the packaging. It was measured and was found to be within specification. Manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. The most probable root cause is "user preference issue" since the device and small foreign matter inside the complaint pouch was within specification. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a foreign object was noted inside the unpacked radial jaw forceps. According to the complainant, during inventory in the hospital storage, a small black foreign object was noted inside the package. Additionally, no visible damage was noted on the device.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a foreign object was noted inside the unpacked radial jaw forceps. According to the complainant, during inventory in the hospital storage, a small black foreign object was noted inside the package. Additionally, no visible damage was noted on the device.